Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to anterior vaginal vault prolapse, apical vault prolapse, and sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, bleeding, and dyspareunia. It was reported the patient underwent cystoscopy, resection of vaginal mesh in the anterior vaginal wall, resection of eroded midurethral sling mesh at right lateral side on (B)(6) 2015 due to vaginal bleeding with mesh erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.